Event description:
It was reported that during the implant procedure one of the leads perforated the myocardium which led to cardiac tamponade and eventually patient death. No specific mechanical failure was identified.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.